Event description:
Related manufacturer reference number: 1627487-2022-04978. It was reported the patient was not receiving adequate therapy in their foot. As a result, the patient underwent surgical intervention wherein the l5 and s1 was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The event of lead revision due to ineffective therapy was reported to abbott. The leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.